Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an increase in shocking impedance measurements from 70 ohms to 125 ohms in the past six months. The patient was brought in for evaluation and impedance measurements are back down to 90 ohms and the higher measurements could not be re-created. A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further troubleshooting. No adverse patient effects were reported.